Event description:
It was reported that during a bowel anastamosis, a tear in the bowel occurred on the initial firing on the proximal part of the staple line. The device did not fully cut, fired malformed staples and did not fully staple. The tear was hand sewed. Surgeon was able to get the stump and move to fire another device across the stump. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.